Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 21 mmol/l (378 mg/dl), while wearing the pod between 36 and 48 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, correctional boluses and two manual injections were administered. A new pod was then applied.